Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's rear case and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was determined to be damage to the device's rear case.

Event description:
The customer contacted physio-control to report that a battery pin in battery well 2 is pushed into their device. As a result, the device may be unable to power on or may unexpectedly power off during use. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that a battery pin in battery well 2 is pushed into their device. As a result, the device may be unable to power on or may unexpectedly power off during use. There was no report of patient use associated with the reported event.